Event description:
It was reported that the user experienced a low glucose reading of 45 mg/dl on a continuous glucose monitor and did not confirm the value with a fingerstick; after consuming fast-acting carbohydrates, the glucose stabilized to 89 mg/dl. Customer care provided support that included verification of sensor readings and treatment of low glucose. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. Symptoms included polydipsia, and dizziness associated with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention. It was concluded that the event involved hypoglycemia of unclear cause with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.